Event description:
Delay of therapy during alarm condition reported. A pt was ordered to receive an unspecified dose of gancyclovir at an unspecified rate. The medication was placed in the secondary infusion port of a primary IV of a keep vein open line. Unspecified plum pump used. The pump began alarming "air-in-line". Troubleshooting was unsuccessful. Four additional tubings were primed and two more pumps obtained before the infusion was able to be started. This problem caused a delay of 1 1/23 hours and loss of half of the medication through priming tubings. No pt harm reported.